Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicated the rv lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A revision procedure will be performed. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode while cycling. The patient reported feeling dizzy frequently. As a result, the patient was placed on holter monitoring and the physician noted pacing inhibition between two and four seconds. It was indicated this patient was pacemaker dependent. Upon interrogation, thousands of episodes were noted with noise that inhibits atrial and ventricular pacing. It was suspected there was damage to the right ventricular (rv) lead. The impedance measurements on the rv lead ranged from 500 ohms to 1,250 ohms. The device was reprogrammed until a revision procedure could be scheduled. No additional adverse patient effects were reported.